Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the physician's first attempt at advancing the electrode was unsuccessful. The user indicated that the patient was not able to hold her breath well. The electrode was withdrawn for repositioning. At this time, the insulation was found to be damaged. The procedure was completed with another leveen needle electrode. Reportedly, a metal needle guide was being used with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the physician's first attempt at advancing the electrode was unsuccessful. The user indicated that the patient was not able to hold her breath well. The electrode was withdrawn for repositioning. At this time, the insulation was found to be damaged. The procedure was completed with another leveen needle electrode. Reportedly, a metal needle guide was being used with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device code 473 relates to 3024 for the reported event of insulation damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4): a visual evaluation found that the device returned with the insulation damaged near the distal end. Functionally, the array was able to be extended and retracted without issue. The condition of the returned incident device was consistent with the complaint that the device insulation was damaged. The user revealed that a metal needle guide was used with the electrode. The leveen needle electrode directions for use (dfu) document cautions the user "that needle guides may have sharp edges that can cause damage to or removal of portions of the insulation on the electrode. Do not bend the electrode while in the needle guide. When moving the electrode or making other placement adjustments, ensure that needle guide edges do not scrape or otherwise damage the insulation." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).